Event description:
Reportedly, the patient expired after an implant duration of 7.87 months. Customer reported that "on (B)(6) 2010, was implanted an aortic valve to the patient [c.z.c.] (B)(6) years old. After 8 months the patient was readmitted at the hospital showing fever, malaise, asthenia, weakness and prosthetic valve endocarditis. She had to undergo surgery again and she died in intraoperative." The surgeon's report stated that the endocarditis was caused by staphylococcus. The species and source of the infection are not described in the report. Cause of death was not provided. It is unknown if the death is device related.

Manufacturer narrative:
Method: device not returned. This device is not distributed/marketed/sold/commercially available in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The device history record (DHR) review was completed and it was confirmed that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Vegetation-like growth is evident in the tissue at both aspects. It is extensive at the coaptation region between leaflet 2 and 3, at commissure 3. The vegetation like growth restricted mobility in the leaflets and possibly led to stenosis. Host tissue overgrowth is minimal at the stent inflow. No inconsistencies detected in the x-ray. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used (B)(6). Method: x-ray. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the endocarditis was caused by (B)(6); however, the exact species has not been identified.